Event description:
It was reported that pt's wife called and said that she learned about the recall from dr. On (B)(6) 2012 during her husband's follow up visit. She said that her husband had an MRI in (B)(6) 2012 that showed deterioration in both joints of the hip. Also she said his blood test levels are acceptable for now.

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.